Manufacturer narrative:
(B)(4).

Event description:
Upon further review, this record has been determined to not be reportable based on confirmation that the healing ointment was not prescribed by her diabetes doctor or for treatment of dexcom related skin reaction. Please disregard initial reporting under MFR# 3004753838-2018-148784.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a skin reaction occurred. The sensor was inserted into he abdomen. The patient stated the skin under the sensor adhesive patch was scaly and red. It was indicated that a healing ointment was prescribed to the patient to treat the affected area. No additional patient or event information is available.